Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a motor error alarm and an e70 alarm- motor position encoder error. The customer reported no adverse event. The event involved product(s) unk_paradigm. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. No product return is required for unk_paradigm.

Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The pump primed and seated properly when the test reservoir was detected. No unexpected pump errors 37, 38, 41, 43, or 130, insulin flow blocked alarms, or prime/fil and displacement anomalies were noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The complaints of ha93e70 - motor position encoder errore70 - motor position encoder error and unidentified motor error alarm are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.